Event description:
It was reported via repair work order that the head section load wheel casting was broken which will affect cot functionality. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.